Manufacturer narrative:
Date rec'd by MFR: 07aug2019. After numerous attempts to obtain information on the repair of this device (see fse notes and inspection data), this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019.

Event description:
The customer reported that the unit is not registering patient efforts or the circuit. No patient or user harm was reported.